Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure for normal battery depletion (nbd), this right atrial (ra) lead exhibited no capture at maximum outputs and noise in both unipolar and bipolar configurations. In addition, a low out of range ra pace impedance measurement of 160 ohms was seen during a routine device changeout for normal battery depletion (nbd). This ra lead remains implanted, and the new device was programmed to vvi 50. No adverse patient effects were reported.